Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure to treat atrial fibrillation (af) a faradrive steerable sheath clear was selected for use. Air bubbles were observed when aspirating the sheath. The procedure was able to be completed with no patient complications. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that prior to a procedure to treat atrial fibrillation (af) a faradrive steerable sheath clear was selected for use. Air bubbles were observed when aspirating the sheath. The procedure was able to be completed with no patient complications. The device is not expected to be returned for analysis due to disposal. It was further reported that the bubbles were observed coming through the line with the three-way stopcock during aspiration. The sheath was replaced in order to complete the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.